Event description:
It was reported the patient was seen by a surgeon on (B)(6) 2013 for a right generator replacement. At that time it was stated the patient¿s cervical dystonia was worse and he felt like his left generator needed to be replaced. The surgeon tried to interrogate the left generator and could not communicate. The implantable neurostimulator (ins) showed 100 percent charge and showed the pulse width and rate, but it did not show the voltage. The last successful interrogation was in (B)(6) 2012 and the settings were 3.2 volts, 210 pulse width, 130 rate, and less than 2000 ohms. The patient was then scheduled for a bilateral replacement. It was later reported the revision was scheduled for (B)(6) 2013 and the patient¿s symptoms had become worse. It was also reported the patient was not experiencing any clinical benefit and that neither rechargeable battery was working. The patient would ¿see and feel bad and everything like that.¿ upon interrogation of the device, no warning message was seen. Both ins¿s were programmed with no electrodes and 0 volts, 90 pulse width, and 140 hertz. Stimulation was ¿on¿ and %100 for both devices with a 75% charge for the right and %100 charge for the left. Impedances were normal on the right side, but impedances of 6080 ohms, 6462 ohms, and 6029 ohms were seen on the left side. It was noted an icon was seen on the patient programmer, but it was not determined which icon was seen. Additional information received reported the replacement surgery never took place because no replacement surgery was necessary. The cause of the issue was determined to be that there were no settings programmed in the ins. The patient was programmed to the most recent settings and was receiving clinical benefit.

Manufacturer narrative:
Concomitant products: product ID 37612, serial # (B)(4), implanted: (B)(6) 2010, product type implantable neurostimulator; product ID 64001, lot # n251164, implanted: (B)(6) 2010, product type adapter; product ID 3387s-40, lot # v006354, implanted: (B)(6) 2007, product type lead; product ID 7482a51, serial # (B)(4), implanted: (B)(6) 2007, product type extension; product ID 7438, serial # (B)(4), implanted: (B)(6) 2007, product type programmer, patient; product ID 37651, serial # (B)(4), product type recharger; product ID 37642, serial # (B)(4), product type programmer, patient; product ID 64001, lot # n247539, implanted: (B)(6) 2010, product type adapter; product ID 3387s-40, lot # v006354, implanted: (B)(6) 2007, product type lead; product ID 7482a51, serial # (B)(4), implanted: (B)(6) 2007, product type extension; product ID 37612, serial # (B)(4), implanted: (B)(6) 2010, product type implantable neurostimulator. (B)(4).